Event description:
It was reported that customer experienced cartridge alarm 20 on pump, and issue did not occur during cartridge load process or follow any previous similar alarms for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to call back for guided cartridge loading when insulin was available, and technical support arranged replacement pump shipment, informed customer of shipping cutoff and same-day delivery window, provided tracking information, and sent tracking details via text message. Customer reverted to an alternative method of insulin therapy.